Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and was not peeling from the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Thus, this complaint is not confirmed. Section (device manufactured date) has been updated based on returned product download.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor, after 5-days of wear. She further reported she noticed the insertion site was ¿inflamed¿ so on (B)(6)2019 she had contact with a healthcare provider who prescribed fusicutan plus (fusidic acid, an antibiotic and betamethasone valerate, a corticosteroid). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor, after 5-days of wear. She further reported she noticed the insertion site was ¿inflamed¿ so on (B)(6) 2019 she had contact with a healthcare provider who prescribed fusicutan plus (fusidic acid, an antibiotic and betamethasone valerate, a corticosteroid). There was no report of death or permanent injury associated with this event.